Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a patient alert for non sustained lead noise episodes. Interrogation showed no electrical anomalies. Patient is under evaluation for the time being.